Event description:
It was reported that during a stenting treatment procedure stent migration occurred. The lesion being treated was located in the superior vena cava. The wallstent uni endoprosthesis with unistep plus delivery system was advanced on the unspecified guidewire to pass the stenosis. The stent was then deployed, the delivery system was removed and immediately the stent was squeezed by the stenosis out of position and into the right atrium. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was treated for a superior vena cava (svc) obstruction secondary to lung cancer. The wallstent slipped down into the right atrium. An unspecified wire passed through the slipped stent from internal jugular vein (ijv) access which was snared from the original right common femoral vein (rcfv) access. Another wallstent was placed to anchor the slipped stent. No patient complications were reported.